Event description:
Subsequent to the initial report, additional reported information indicates that the device was a 2.5x15 rx xience pro stent delivery system. Inventory of the returned device revealed that the stent implant was stationary on the balloon. There were flared struts on the distal end. There was no other damage noted to the stent implant. Additional reported information indicates that the correct device was returned for evaluation; however, the site will not provide any further information for this incident.

Event description:
It was reported that the stent came off the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was not confirmed; however, stent damage was noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. Date of event has been estimated.